Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a right-side touch screen nonresponse that prevented user interaction and confirmation steps, and a replacement device was arranged. Symptoms included inability to operate the device user interface and no injury. Outcomes included device interruption that required replacement and use of backup therapy. Investigation included review of customer reports, device history as available, and plans for evaluation upon return. Investigation of this case revealed a touchscreen functionality failure on the display interface. It was concluded that the device experienced a hardware-related user interface failure that impeded therapy management. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.